Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer encountered issues on arm #3 where the jaws of a large needle driver instrument and a large suturecut needle driver instrument could not be opened . It was described that one of these instruments also did not work on another arm, while the other functioned on a different arm but not on arm 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified an error. The tse then requested reseating of the sterile adapter and cycling the round carriers on arm #3, but this had already been done before the call. The tse asked the staff to try another needle driver instrument, but no additional instruments of that type were available. Therefore, another instrument was used on arm #3 instead. A maryland bipolar forceps (mbf) instrument was installed on arm #3, which resulted in an engagement error. The tse suggested re-draping; however, re-draping was not feasible for the customer at that time. A monopolar curved scissors (mcs) instrument was then installed on arm #3 and worked without issue. The mbf instrument was re-tried on arm #3 and then functioned properly. The tse again clarified which instruments were not working on any arms, and it was confirmed after review with operating room staff that both the large needle driver instrument and the large suturecut needle driver instrument had issues on different arms. The tse concluded that these two instruments were the most probable root cause and advised returning them. The tse also requested a system reboot to further evaluate a potential arm #3 issue, but this was declined as the team proceeded with conversion from robotic surgery to open surgery. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) #3 to resolve the issue. Following service, the system was tested and verified as ready for use. The usm has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Concomitant products: - large needle driver instrument (part #471006-13). - large suturecut needle driver instrument (part #471296-10).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:the universal surgical manipulator (usm) was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. All relevant testing was passed within specification. Once testing was completed, a gearbox was inspected, and no faults could be identified.